Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were very hard to push. The customer also reported that the sensor would trigger threshold suspend feature even the blood glucose was above threshold suspend limit. The customer's blood glucose was 160 mg/dl at the time of call. The customer stated that the threshold suspend was triggered at the time of call. The customer stated that the threshold suspend limit was set to 60 mg/dl. The customer stated that she had scar tissue and frequently bleed when inserting. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The sensor will not be returned for analysis.